Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6)2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention may be taken at a later date to address the issue.